Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date and profiles were being deleted and replaced with new profiles. The contact had not performed the changes; cause was not known. There was no reported impact to blood glucose.